Event description:
Reportedly, the patient had a malaise, fell and suffered from a facial hematoma. The ventricular lead was programmed in bipolar pacing configuration. Reportedly, ventricular threshold amplitude was measured at 0.5v, whereas it should have been 1.75v. The lead was considered as not properly working in bipolar configuration, and ventricular pacing and sensing were reprogrammed to unipolar configuration. Preliminary analysis results showed that a lead issue or a lead/pacemaker connection issue is suspected at ventricular level.

Event description:
Reportedly, the patient had a malaise, fell and suffered from a facial hematoma. The ventricular lead was programmed in bipolar pacing configuration. Reportedly, ventricular threshold amplitude was measured at 0.5v, whereas it should have been 1.75v. The lead was considered as not properly working in bipolar configuration, and ventricular pacing and sensing were reprogrammed to unipolar configuration. Preliminary analysis results showed that a lead issue or a lead/pacemaker connection issue is suspected at ventricular level.